Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the active system within 1 minute: 10.7 mmol/l and 4.5 mmol/l. Results were obtained using different strip vials of the same strip lot. Customer took an unspecified type of insulin at some point. It is not clear if the insulin was taken based on a device result. At some point after taking insulin, the customer felt dizzy. No treatment was necessary and no adverse event was reported. The manufacturer requested return of suspect product for evaluation.